Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the patient experienced trauma, the patient complained of ipg site pain. In turn, surgery occurred to explant the system.